Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for a discharge check. Upon interrogation, the right ventricular lead exhibited lower r-wave sensing. It was determined that the lead had dislodged. The lead was explanted and replaced. It was noted that there was difficulty retracting the helix. Patient was stable post procedure.